Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the very calcified coronary artery. A 2.75x32mm synergy drug-eluding stent and a 2.75x20mm synergy drug-eluding stent were advanced for use in a stenting procedure; however the physician noted that the stents dislodged. The dislodged stents were snared and removed. The procedure was completed with another of the same device. No patient complications were reported.